Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). There was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger after replacement with new heartstring , there was no problem.

Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of blood and clinical used were observed. Slight evidence of blood was observed in the body of the delivery device but not in the delivery tube. The delivery device was returned inside the loading device. The seal and tension spring assembly were not returned. The slide lock was dis-engaged and the white plunger fully depressed which indicates seal deployment. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 4.3mm failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. There was no problem until delivery system loading, but seal was not withdrew and kinked during removing plunger after replacement with new heartstring , there was no problem.